Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3 weeks after the dental implant was placed, the implant had achieved primary stability but not osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3 weeks after the dental implant was placed, the implant had achieved primary stability but not osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)